Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the monitor exploded". The monitor was not with the patient and there was no physical damage to the facilities. The device was not used for patient monitoring at the time of the alleged malfunction.

Event description:
The customer reported that the monitor exploded. The monitor was not with the patient and there was no physical damage to the facilities. The device was not used for patient monitoring at the time of the alleged malfunction.